Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additional information was requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.